Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-(B)(4) and CAPA-010215.

Manufacturer narrative:
If implanted, give date: unknown, information not provided. If explanted, give date: not applicable, the lens remains implanted. (B)(6). (B)(4). Device evaluation: the product testing could not be performed as the product was not returned (the lens remains implanted). The reported complaint cannot be confirmed. Manufacturing record review: the manufacturing records and related documents for the production order (po) of the device were reviewed and no deviations or non- conformance reports (nc) associated to this po were found. The product was manufactured and released according to specification. A search in complaint system revealed that no other complaint has been received for this production order number. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson and johnson surgical vision has been submitted.

Event description:
It was reported that on (B)(6) 2019 one haptic was out of the anterior chamber. It was indicated that the continuous curvilinear capsulorrhexis (ccc) size was around 6 mm, vitreous pressure was normal. The position of haptic was restored by surgery and miotics were installed to prevent haptic from coming out. There was no patient injury reported. No additional information was provided.